Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation, and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Laboratory analysis summary: the device related to the reported event of deflation and anxiety-product/procedure was received on january 10, 2025, with lot number 1045406. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation and implant removal from textured to smooth due to the concerns of the product.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.